Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx type iiib endoleak complaint is confirmed. The type ib, type ia, buckled graft materials (right external iliac artery stent), and additional endovascular procedure complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The complaint is most likely anatomy-related. This initial procedure is outside the indications of use due to the use of adjunctive devices (endurant cuff) not compatible with the afx system per the IFU-off label. The initial diameter of the bifurcation on the procedure planning document was 11.1mm. This, in combination with the thickened shelf of calcium, likely contributed to the reported event. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of an afx bifurcated stent graft and an afx aortic extension. It was reported that an endurant (non-endologix stent) was implant prior to the afx stent grafts. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately six (6) years after the initial procedure, it was reported that the patient was diagnosed with sac enlargement and a potential type ii, 1b, or 3b endoleak. A re-intervention was performed. Angiography inside the afx revealed a type 3b endoleak with antegrade blood flow from the thoracic aorta to the lumbar artery. Additionally, a potential type 1b endoleak from the right limb was identified, leading the physician to occlude the internal iliac artery with coils and cover the external iliac artery. An alto stent graft system was implanted inside the afx, and a gore (non-endologix device) cuff was added to address a type 1a endoleak. The procedure successfully resolved the endoleak, and due to an accordion-like appearance of the stent graft covering the right external iliac artery, a bare metal stent was also added. The final patient status is unknown.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.